Event description:
It was reported that the pt had the generator replaced due to end of service. The explanted generator was returned to MFR for analysis. A battery life calculation was performed with the available in-house programming history which resulted in approximately 0.56 yrs remaining to eri=yes. During the analysis, the end-of-service condition, was not confirmed although an elective replacement indicator set to yes condition was verified and the device continued to function. An open can measurement of the battery voltage level verified that the battery was partially depleted. Electrical testing identified an out of specification condition with supply current 1ma. Bench analysis determined that the out of specification condition was caused by leaky q9 and q10 components. After q9 and q10 were replaced with known good bench components, the device met the requirements of the electrical tests.